Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on list 02k91, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. The historical lot performance was evaluated using world wide field data for architect ca 19-9xr assay lots. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for all the architect ca 19-9xr lots is within the established control limits. Therefore, no unusual reagent lot performance was identified for architect ca 19-9xr lots. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer observed falsely elevated architect ca19-9 results compared to results generated at another facility for one patient. It is unknown if the patient has pancreatic cancer, and it is unknown what platform was used at the other facility. The architect ca 19-9 result was around 200. The result from the other facility was approximately (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.